Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the settings on the device had changed but the customer did not recall making those changes. Customer's blood glucose was 120 mg/dl. Customer reported the settings on the cannula were changed from 0.5 to 5.2. Customer was advised the device will be replaced. Customer agreed to return the device for analysis.